Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
Related manufacturer report number: 3006705815-2024-02030. It was reported that the patient developed a spinal hematoma. The patient also experienced leg weakness. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. In a recent update, the physician reported that the patient is doing well. No deficits/no residual problems.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.